Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the oxygen sensor. Patient involvement information was not provided by the customer. The ventilator was evaluated and it was found that the oxygen sensor did not pass calibration. It was determined that the oxygen sensor needs to be replaced.